Event description:
A healthcare facility in knoxville tennessee reported to our distributor that a seal separated from the base of an rt040 full face mask during use on a pt. The hosp reported that an adult pt was in the intensive care unit (ICU) and being treated with non-invasive ventilation with 100% oxygen, using a vision ventilator and an rt040 mask. It was reported that: the silicone seal separated from the mask; the attempts of the hosp staff to re-attach it was unsuccessful and resulted in a leak; the pt's oxygen saturation fell to 50% and the pt was intubated; the pt was admitted to ICU on mechanical ventilation.

Manufacturer narrative:
The returned device was inspected. Results - the silicone seal had separated from the mask base. No other anomalies were identified in the device. The improper fitting of the mask may have contributed to the silicone seal separating from the base of the mask. The rt040 mask is relatively new to the market, and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the rt040. Conclusions - fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the rt040 mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an additional silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our mfg process which is aimed at reducing the potential for separation to occur. We have received similar complaints and are currently trending this at an occurrence rate of approximately 0.0531% worldwide for the past year.